Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. It was reported that patient is trying to get handset and communicator to connect to stimulator to make adjustments, because patient started to pee herself. Patient said, she is getting message " communicator not found" and " device not responding retry". This past week the patient has had a whole bunch of accidents. Her return of symptoms started last sunday. Confirmed the patient is not near any electrical magnetic interference, communicator is not plugged into charging cord, blue side is against the skin vertically, patient can easily feel stimulator when palpates, stimulator feels the same as it always has, put handset in airplane mode and deactivated it, rebooted the handset and communicator, moved the communicator away from lead, had patient sit and lean forward. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional (hcp). The hcp reported that the ins is 'non functional' and later noted that the patient's implant battery is 'dead', 'not working', which is conflicting since they had a return of symptoms in (B)(6) 2023. The caller states that the patient indicated the ins died two years ago and the patient has since needed to wear a diaper. Additional information was received from the patient. The patient (pt) called back repeating a continuation of event previously reported in this case. Pt reported they were in the hospital and they needed to do an MRI but pt reported they could not do the MRI because their "neuromodulator, the battery is already gone". Pt clarified their implant is dead/doesn't work "or something". Reviewed previous notes in this case. Agent inquired if pt's ins has reach eos and pt stated they don't know what's going on as when they try to follow steps to connect with their implant they are unable to do the final step to connect with their implant as pt reported "nothing happens". Pt stated the external devices are not as charged as it should be but stated this was also occurring when devices were fully charged. Agent walked pt through how to connect with their ins and reviewed best practices for placement of communicator on pt's implant. Pt reported getting device not responding that persisted despite repositioning communicator on pt's ins. Agent reviewed ins longevity/eos considerations. Pt stated they called their managing healthcare provider's office and stated pt was told that they really need to know that pt spoke to someone from medtronic. Reviewed process to request mdt rep at appointment. Pt stated they were told at the hospital that their battery is dead and they need their battery changed. Pt reported they thought it was way too early for their implant to be depleted and that it should not be depleted at this point. Pt stated someone told them from their managing dr's office that it's weird because it's kind of earlier than it should be. Agent asked for event date for when pt noticed this and pt reported they've noticed for about 3-6 months they went back to wearing depends again and "it's hell". Pt stated their implant worked very well before. Reviewed role of patient services. Pt was redirected to their healthcare provider to check ins battery status and discuss symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.